Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that prior to a patient procedure the field monitors to their hexavue custom room rack went black. No report of injury.